Manufacturer narrative:
The field service representative performed the following actions: cleaned the incubator bath, replaced optics, replaced squeegees, replaced pump support, replaced cuvettes, adjusted detergent levels, and cleaned detergent valve.

Manufacturer narrative:
The erroneous results were not reported outside the laboratory. The patients were not harmed by the erroneous results.

Event description:
The customer complained of questionable results from two patient samples tested for creatinine jaffe method (crea). For sample 1 the initial crea was 64 umol/l; the repeat value was 95 umol/l. For sample 2 the initial crea was 86 umol/l; the repeat value was 105 umol/l. The customer was asked for information regarding which results were reported outside the laboratory and whether any adverse events occurred. The customer did not provide the requested information. The customer was also asked for the lot number and expiration date of reagent involved. The customer did not provide the requested information. A field service representative went onsite and fixed an issue with the alignment of a sample probe.

Manufacturer narrative:
The event occurred in (B)(6).